Event description:
In this event it is reported that promark apex locator was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation result received from external service center emsar: pds crabapple smiles dntl grp. New charger will be sent back to the customer with unit and all charges sent to dentsply sirona warranty. Case119544 evaluation completed by bob cox. Evaluation the pcb and housing passed all tests the charger needs replaced , due to not functioning properly. All other parts check ok. Corrective action. You will need to replace the charger. No customer damage. V841119000501 1 ea. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.